Manufacturer narrative:
(B)(4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cutting guides are broken. **update apr 12, 2017** follow-up with the sales rep indicates there were a few degrees of play with the cutting block to much for a good distal cut.

Manufacturer narrative:
Visual examination of the submitted devices did not reveal any evidence of breakage. The submitted devices were assembled and disassembled with no restrictions. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.